Event description:
A (B)(6) distributor contacted zoll customer support to report that an unk (B)(6) patient's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the monitor was unable to power up. Upon receipt the monitor was unable to power up. Upon evaluation, the ca board and the table board were corroded and fuse f600 was open. The cause for the open fuse was a shorted 12v battery on the ca board. The cause for the shorted battery was the corrosion on the ca board. The root cause for the corrosion on the ca board cannot be positively determined but is likely ingress of an unk liquid. No adverse event resulted from the defective monitor. The pt received a replacement monitor.